Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. The root cause cannot be identified at this time. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that following a cataract removal with intraocular lens (iol) implant procedure on a patient's right eye, the patient experienced an unexpected refractive outcome of three diopters. Additional information has been requested but not received.